Manufacturer narrative:
(B)(4). Analysis of the pump revealed corrosion in the gear train. A motor stall was also identified. Analysis noted that the pump had been programmed to deliver 2,000 ug/ml of baclofen at 599.3 ug/day.

Event description:
Information was received from a health care provider regarding a patient who was receiving drug via an implantable pump implanted to treat intractable spasticity and multiple sclerosis. It was reported that the pump was explanted on (B)(6) 2015. There was no allegation against the device or therapy from the user.